Event description:
A medtronic representative reported that, while in a spine procedure, after installing tools db version 14, some instruments could not be used. The iliac tap and solera screw displayed navigation is not functioning. Re-booting the system did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. Delay in the procedure was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The cause of this event could not be determined with the information provided by the site. Upgrade of spine tools package 14 added new instruments to 'instruments at this site.' Suspect the user was expecting the instruments to be added onto the 'instruments in this procedure' list. No further related subsequent issues have been reported with this system.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) national privacy laws. A medtronic representative, following-up at the site, reported the tool card was added to the instruments in the procedure list according to proper procedure. No parts have been returned to manufacturer for analysis.